Event description:
Customer alleges discrepant results with the meter compared to the lab. Results as follows: dates: the previous week. Date: (B)(6) 2011, inratio: 1.2, lab: 2.46. Doctor had increased the patient's dose that week (=(B)(6) 2011). Patient was sent to the lab because result obtained on (B)(6) 2011 was lower than her result the previous week. Tests done back to back, venipuncture at the lab. Patient's therapeutic range is: 2-3.

Manufacturer narrative:
Investigation pending.